Event description:
It was reported that customer's insulin pump alarmed no delivery and completely cleared the device's data. The device can be rewound but the no delivery alarm recurs during manual prime. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed the displacement, rewind, basic occlusion test and prime/a33 tests. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.